Event description:
The complainant reported that the automated impella controller (aic) experienced a placement signal loss. It was reported that the placement was confirmed by the signal was 0/0. This aic was replaced with another aic resulting in the placement signal returning to normal. There was no patient harm reported.

Manufacturer narrative:
The investigation into the optical signal/placement signal issues has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs showed a position alarm followed by a placement signal alar, which stated persistent for nearly eight hours when the alarm briefly cleared. The console then began to alternate between triggering "placement signal low" and "impella position unknown". When the staff attempted to remove the pump from the console, the console was unable to shut down as the console software could not detect the pump was disconnected due to a loss of communication to the opm. During this period of time, it was confirmed through the real time logs that the placement signal did indeed flatline and all optical data was lost as well. This is a known pattern failure to occur on consoles with aic software v7.3 up to and including v8.2. The returned device was visually inspected all interior connections were found to be acceptable, with particular attention to the flex ribbon cable from the opm to the epc. The root cause was unable to be determined. This report is being filed as part of a retrospective review of historical records.